Event description:
"(B)(6) 2014: tevar was performed for the descending aorta aneurysm and the relay plus was implanted for zone 4. (B)(6) 2019: tevar was performed with a ctag stent graft system (w.l.gore & associates, co., ltd.) , since the aneurysm of the thoracic aorta ruptured. The physician thought that there was possibility of type 3-b endoleak from the stent graft, however, endoleak could not be confirmed by contrast radiography. (B)(6) 2019: during a postoperative follow-up, blood leakage was observed, and an emergent surgery was carried out. The ctag was removed, the relay plus was cut, and a vascular graft was positioned. A part of the relay plus was collected." Patient outcome: "the patient has been recovering favorably in the hospital."

Event description:
"On (B)(6) 2014: tevar was performed for the descending aorta aneurysm and the relay plus was implanted for zone 4. On (B)(6) 2019: tevar was performed with a ctag stent graft system (w.l.gore & associates, co., ltd.), since the aneurysm of the thoracic aorta ruptured. The physician thought that there was possibility of type 3-b endoleak from the stent graft, however, endoleak could not be confirmed by contrast radiography. On (B)(6) 2019: during a postoperative follow-up, blood leakage was observed, and an emergent surgery was carried out. The ctag was removed, the relay plus was cut, and a vascular graft was positioned. A part of the relay plus was collected." Patient outcome: "the patient has been recovering favorably in the hospital."